Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation cryo ablation procedure, a pericardial effusion occurred near the left atrial appendage. Venous access was gained in the bilateral groin and the viewflex catheter was placed. Transseptal access was obtained with a non abbott needle inside the sl1 fast cath sheath. The sl1 was removed and the non abbott sheath was inserted into the left atrium over the wire. A supreme quadrapolar catheter was advanced to the right atrium as the patients heart rate was noted to be in the 40-50 beats per minute range. The patient became hypotensive and the viewflex ice catheter revealed a pericardial effusion. A pericardiocentesis was performed which did not resolve the bleeding. The patient was transferred to surgery to resolve the effusion. The patient was stabilized and transferred to the post open heart unit and is recovering. There were no performance issues with any abbott devices.